Event description:
According to the reporter: procedure: lap chole. During the procedure, the autosonix unit stopped working. At that time it was noted the tip of the live blade had broken off into the patient cavity. The broken tip was not found. The procedure was delayed for 15 minutes to look for tip. Surgeon used second instrument to complete. No patient injury was reported.